Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice claria device during peritoneal dialysis therapy. This event occurred during use. The patient was connected at the time of the alarm. This incident occurred when the patient detected water at the bottom of the homechoice claria device. The patient detached themselves and continued with a manual change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.